Event description:
A hemodialysis inpatient user facility has reported that at the start of treatment, a blood leak occurred. The leak was visually observed in the dialysate. The nurse reported that the blood compartment of the dialyzer was filled with blood on one side of the dialyzer while the other side was free of blood. The patient was "reinfused" and there was no blood loss. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. The sample is available for the manufacturer's evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.